Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported polymer coating separation was confirmed. The reported difficult to remove was not confirmed due to the condition of the returned device with the observed polymer separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause or the reported issue could not be determined. Factors that may contribute to difficult to remove from a micro catheter include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guide wire which likely led to the reported polymer separation. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The hi-torque (ht) command 18 st guidewire was advanced without issues; however, upon removal got stuck with a micro dilator and was removed as a single unit. The guidewire was noted to have the polymer separated but remains on the the device and nothing remained in the anatomy. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.